Event description:
Guidant cardiac surgery received one cracked and unraveled heartstring seal. There was no information provided with the returning device. Multiple attempts were made with the account to obtain information regarding the returned device, no information was received.